Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous second right posterolateral segment. Following predilatation, a 3.00 x 38 synergy¿ drug-eluting stent was deployed. The stent was post dilated three times at nominal pressure. During withdrawal of the stent delivery system, it was noted that the balloon ruptured. Optical coherence tomography (oct) was performed which revealed the stent strut is in good condition and no calcification in the area. The device was completely removed from the patient and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. The stent was deployed during procedure and therefore not returned for analysis with the device. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon had been subjected to positive pressure. The balloon wings were opened out from their folded positions. Crimp markings evident on the balloon wall were not as prominent due to the balloon previously receiving positive pressure or manipulation. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. The balloon was connected to an inflation device and an attempt was made to apply positive pressure to the balloon chamber when a pinhole leak was noted at 10mm distal to the distal edge of the proximal markerband. The bumper tip of the device showed no signs of damage. A visual and tactile examination of the hypotube profile found one kink at 2mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous second right posterolateral segment. Following predilatation, a 3.00 x 38 synergy¿ drug-eluting stent was deployed. The stent was post dilated three times at nominal pressure. During withdrawal of the stent delivery system, it was noted that the balloon ruptured. Optical coherence tomography (oct) was performed which revealed the stent strut is in good condition and no calcification in the area. The device was completely removed from the patient and the procedure was completed. No patient complications were reported and the patient's status was good.